Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
Received an email from FDA regarding MDR (B)(4), which states, "a pump was programmed to infuse at 3 mg/kg/hour. Prior to infusion, the report states the nurse double checked the medication dose and rate with the nurse practitioner. Approximately ten (10) minutes later, the nurse was informed the entire bag of medication was empty. The patient was triaged and returned to baseline." A copy of the medwatch was not provided to bd at the time of the initial report. The following is an information obtained from maude database, report number (B)(4): "the patient is a middle-aged male with an unknown medical history who was found down and admitted to the hospital. On [date redacted], the patient had seizure activity and an order was placed for versed 3mg/kg/hr. At approximately 0546, the patient's primary nurse double checked the medication dose and rate with the nurse practitioner prior to infusing. Approximately ten minutes later, the nurse was taking care of her other patient when she was informed that the versed IV channel was alarming, and the bag was empty. The nurse practitioner entered the room and verified the dosing was correct on the IV pump. On assessment, the patient's blood pressure had decreased from 133/86 to 82/52, heart rate decreased from 70s to 50s, and the patient was no longer having myoclonic twitches. The nurse practitioner ordered an IV fluid bolus, levophed, and placed an arterial line. Around 0618, flumazenil 0. 2mg was administered and the patient's vital signs improved to baseline. The IV pump channel was removed from the patient's room.".

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received an email from FDA regarding MDR (B)(4), which states, "a pump was programmed to infuse at 3 mg/kg/hour. Prior to infusion, the report states the nurse double checked the medication dose and rate with the nurse practitioner. Approximately ten (10) minutes later, the nurse was informed the entire bag of medication was empty. The patient was triaged and returned to baseline." A copy of the medwatch was not provided to bd at the time of the initial report. The following is an information obtained from maude database, report number 17170433: "the patient is a middle-aged male with an unknown medical history who was found down and admitted to the hospital. On [date redacted], the patient had seizure activity and an order was placed for versed 3mg/kg/hr. At approximately 0546, the patient's primary nurse double checked the medication dose and rate with the nurse practitioner prior to infusing. Approximately ten minutes later, the nurse was taking care of her other patient when she was informed that the versed IV channel was alarming, and the bag was empty. The nurse practitioner entered the room and verified the dosing was correct on the IV pump. On assessment, the patient's blood pressure had decreased from 133/86 to 82/52, heart rate decreased from 70s to 50s, and the patient was no longer having myoclonic twitches. The nurse practitioner ordered an IV fluid bolus, levophed, and placed an arterial line. Around 0618, flumazenil 0. 2mg was administered and the patient's vital signs improved to baseline. The IV pump channel was removed from the patient's room."